Event description:
A f/u echocardiogram conducted on (B)(6) 2013 indicated the valve was okay. On (B)(6) 2013, the pt was admitted to the hospital's neurology dept due to loss of sensitivity in her left arm and leg. There was no cause found and no stroke identified. The pt had symptoms of fever days earlier and another echo was conducted on (B)(6) 2013. Bacteria vegetation (white staphylococcus) was identified on the inside of the valve. On (B)(6) 2013, the valve was explanted and a homograft was implanted. The pt received intravenous antibiotics.